Event description:
--

Manufacturer narrative:
(B)(4). The local representative was notified of the data review findings. Ts was informed that the device had been reprogrammed off. This adapter was not returned to boston scientific. Upon receipt, visual inspection of the device identified a small arc mark on the back left side edge of the casing. A review of stored data confirmed that the battery status indicator was end-of-life at 2.990 volts. A review of episode #8 found that the fault code #1004 occurred as a result of a delivered 23 joule shock into a shorted lead condition. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 23 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was contacted by the physician to interrogate this explanted device following the death of this patient on (B)(6) 2014. The explanted device was located at a funeral home. Upon interrogation, a fault code #1004 (a short circuit condition was detected during shock delivery) and fault code #1007 (capacitor charge time has exceeded the limit) were identified. The fault code#1004 occurred on (B)(6) 2014 at 02:44. The fault code#1007 was time stamped at 02:50. The patient's medical history was significant for radiation therapy. The last device check occurred on (B)(6) 2014 and no anomalies were identified. The last capacitor reformation occurred in (B)(6) 2014 and was associated with a charge time of 9.8 seconds. A check of the device's battery gauge indicated 'explant and 'battery capacity depleted' (bcd) on (B)(6) 2014. The last delivered shock and last shock impedance was listed as 'n/r. The remaining amp hours was at 0.84 amp hour capacity. A save-to-disk was sent to boston scientific's in-house engineering for analysis. A review of stored data confirmed that a short circuit detection condition occurred on (B)(6) 2014, at 0244. This was followed by 28 charge time exceeded faults. The device triggered end-of-life (eol) on (B)(6) 2014, at 0246 due to long charge times.